Event description:
It was reported that low impedance and several vf episodes due to noise were observed. Supected insulation damage. The lead was explanted.

Manufacturer narrative:
A partial lead with the connector portion measuring 12.1 cm was returned for analysis. Electrical tests of the returned piece indicated normal characteristics. Without return of of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.